Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4).

Event description:
The complainant reported an under-delivery. The pump was set to deliver an overnight feed of 500 ml. When the pump alarmed dose complete the next morning, it displayed that 500 ml had been delivered; however, the bottle was still full.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at a 99% accuracy which is within specification of the pump.